Manufacturer narrative:
Other, other text: additional information no patient involvement as incident occurred during filling. H 6. No product was returned and only pictures that could not confirm complaint as not testing was done. Just review on manufacturing.

Event description:
Additional information.

Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop leaked. There were no adverse events reported.